Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification, heavy tortuosity and 95% stenosis. The 2.75x23 mm xience alpine stent was implanted but a strut fractured and a dissection occurred. Another xience alpine stent was used to cover the fractured stent and treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There was no damage noted to the device during the inspection prior to use, which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.